Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent and low ultrafiltration coincident with peritoneal dialysis (pd) therapy. The cause of the events was not reported. It was reported the patient was hospitalized for the events the same month as receipt of this report. Treatment for the events was not reported. At the time of this report, the patient outcome of the events was not reported. The action taken with dianeal therapies was not reported. No additional information is available.